Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being diagnosed with peritonitis and treated with antibiotics. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (laboratory values unknown) was collected, the patient was diagnosed with peritonitis, and he was formally admitted. The patient was treated with intraperitoneal fortaz and vancomycin (dosages, frequencies, durations not provided) and continued to undergo ccpd while hospitalized. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, as a home evaluation revealed several areas of technique requiring reeducation. The patient was discharged home in stable condition on (B)(6) 2022 and resumed using the same liberty select cycler. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.